Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of the tubing detaching from the device was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a 22g nexiva IV catheter. The extension tubing was shown separate from the catheter adapter. The sample exhibited evidence of use. The needle was shown separate from the IV catheter and what appeared to be blood residue was visible within the catheter and adapter. The physical sample was not provided for investigation. Supplying the used sample for investigation could help assist in determining the root cause of the failure. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero tubing separated from hub. The following information was provided by the initial reporter: are you looking after the IV nexiva catheters, we are seeing increased numbers of the tubing detaching from the device.